Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to remain close and seems loose. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived on site and found no functional failures. However, the fifth drawer in the main station chassis was visibly protruding further than the others. Upon removal and inspection, it was discovered that the back right corner of the legacy full-height drawer had a broken weld an issue known to affect this older drawer style. The fse located a suitable machine screw and performed a mechanical fix to stabilize the damaged corner. While the drawer was operational following the repair, it was recommended for future replacement due to its legacy and visible wear. The drawer functions correctly and was securely seated. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) hospital.